Event description:
Customer reported that a patient sample with passive anti-d tested positive (2+) with vss494 cells 1 and 2 when incubated for 15min at a sister facility. It is the policy of the sister facility to send out an antibody work up to this reporting hospital. The patient sample was tested at this facility with vss492 and tested negative.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were obtained. There were no similar complaints for this lot. (B)(4).